Event description:
This was from the sedation nurse: I drew up propofol into a 60 ml syringe. The plan was to put it on a syringe pump for a sedated procedure on a patient. After drawing it up into the syringe, it leaked out of the back from the plunger end. Manufacturer response for 60 ml syringe, (per site reporter): I spoke to a representative in the complaints department. She is sending me an acknowledgement letter and shipping material. I also asked if they could send me a follow up letter from the same issue we were having last year. She said she would.